Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up with a stored ventricular fibrillation (vf) episode. Upon interrogation, the right ventricular lead exhibited noise artifact which caused the inappropriate vf detection; the patient did not receive inappropriate high voltage therapy. The lead was capped on (B)(6) 2017. No further information was reported.